Event description:
It was reported that the cartridge was damaged at the release tab, interrupting insulin delivery. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy to address the issue. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.